Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. Data was received for evaluation but further investigation cannot be completed to confirm the reported issue. The reported loss of connection could not be confirmed. A root cause could not be determined.  It was reported that receiver was exposed to water damage. The dexcom g5 mobile continuous glucose monitoring system user's guide states: the receiver is not water resistant; do not get the receiver wet at any time.